Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the bos battery status, four charging cycles were recorded in the devices memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. The analysis revealed a ventricular pacing impedance of greater than 3000 ohm since (B)(6) 2019. During the analysis of the available iegms intermittent noise was observed in the ventricular as well as in the far field channel, leading to two charging cycles. Therefore, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. There was no indication of a device malfunction. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were thoroughly analyzed. During analysis of the device memory content an increased ventricular pacing impedance was noticed. Additionally, noise was observed in the ventricular as well as the far field channel. However, during thorough analysis of the ICD the device proved to be fully functional. Especially the impedance measurement functions as well as the sensing behavior were normal and as expected. There was no indication of a material or manufacturing problem.

Event description:
This device was explanted during an rv lead revision due to a possible mechanical issue in header. No adverse patient events reported. Should additional information become available, this file will be updated.